Manufacturer narrative:
Additional information: the device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-94 alarm was identified during the alarm log review. Functional testing was performed and identified that device would not turn on due to blown fuses and the source card was damaged. To correct the condition, the blown fuses and source card were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f94 alarm (configuration option settings checksum is not 0). There was no patient involvement. No additional information is available.